Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a crack on the case -battery tube side, case ¿ reservoir tube side and on the retainer ring. Blood glucose value at the time of event was 41 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1884. Troubleshooting was performed for hypoglycemia and customer has been using the insulin pump system within 48hrs of reported low bg event. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for crack on the case ¿ battery tube side and case ¿ reservoir tube side and customer reported physical damage (crack or scratch) on the pump related to the retainer ring. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.